Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology report, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2009, the primary tha was conducted. The patient reported pain and the surgeon planned on a revision surgery. Because the strong symptom of armd (adverse reaction of metal debris) occurred while the surgeon wounded the operative area, the surgeon removed the implants and debris. And then the operative was completed with the molding of antibiotic cement. Combination device: 172521 metal on metal cup 52mm cup for 44mm head and 179-344 modular head v40 taper 44mm 0mm neck length.

Manufacturer narrative:
It was noted that the following depuy devices were involved in the reported event: 172521 metal on metal cup 52mm cup for 44mm head; 179-344 modular head for v40 taper 44mm omm neck length. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2009, the primary tha was conducted. The patient reported pain and the surgeon planned on a revision surgery. Because the strong symptom of armd (adverse reaction of metal debris) occurred while the surgeon wounded the operative area, the surgeon removed the implants and debris. And then the operative was completed with the molding of antibiotic cement. Combination device: 172521 metal on metal cup 52mm cup for 44mm head and 179-344 modular head v40 taper 44mm 0mm neck length.